Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a 3mm circumferential tear 8mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-dec-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). After crossing a non-bsc guide wire, a 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilation but failed to cross. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.